Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample returned consisted of one assembled 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter kit, 28 cm. After visual inspection, a hole on the junction between the hub and the anti-microbial sleeve was found. During a function test (underwater test) bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device, stating do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. It is important to inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The event description states that the catheter was implanted on (B)(6) 2012 and it was replaced on (B)(6) 2014. Therefore it can be noted that the device functioned as intended during approximately 2 years and 6 months; therefore more likely the device was damaged during that time. Based on the available information, the probable root cause can be that a leak could be caused more likely due to over bending or excessive force. The lot involved within this complaint was manufactured on 09/06/11, before the expected implementation date of actions related to a corrective and preventive action (CAPA).

Event description:
Following the evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak in y-junction. Therefore, the patient experienced blood leakage. The catheter was implanted on (B)(6) 2012. The catheter was replaced on (B)(6) 2014. No patient injury, date of incident: (B)(6) 2014. Dwell time of the catheter into the patient: 2 years with 6 months.